Manufacturer narrative:
H10: it was reported there was no patient involvement at the time the issue was discovered. The issue occurred during set up. The customer tightened the hose to manifold to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 indicating that one of the short o2 hoses at the back of vent is leaking but does not know which one, hoses have been checked for tightness. The customer requested for possible part numbers to replace. It was reported that the reported issue was discovered during patient set up. There was no patient harm, nor delay to therapy reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse emailed the customer part number for the o2 manifold kit if the top o2 hose is leaking or part number if a short e-cylinder hose is leaking. Further information is pending.